Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1tc43719 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). (B)(6). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator experienced continued weight loss; therefore, the neurostimulator and tined lead were explanted. There was no patient complications reported.